Event description:
Date of explant was confirmed to be (B)(6) 2015.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient was admitted to the hospital to receive IV antibiotics. Several days later lab work results revealed a high white blood cell count. As a result, the doctor decided to explant the patient's scs system. The infection resolved over time. Note: date of explant and concomitant medical products/therapy dates are unknown.